Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is: "leakage".

Event description:
Healthcare professional reported "leakage of breast prothesis". Device remains implanted. This relates to the left side.

Manufacturer narrative:
Device evaluation: ¿ rupture: observed, broken on the anterior side assessed as unidentified (tear) opening and missing side assessed as inconclusive. (Shell thickness was within specification). No additional observation.

Event description:
Healthcare professional reported "leakage of breast prothesis". Device has been explanted. This relates to the left side.